Manufacturer narrative:
Product ID: 8709sc, lot# n310033007, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n310033007, ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient's catheter was infected. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The catheter was explanted and discarded, and would not be replaced. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.